Event description:
It was reported that, "the poly would not lock into the baseplate. Another poly was used and it locked in as specified."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.